Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer's motion tablet did not work properly. A company representative reported that the usb connecting cable was suspected to be at fault. A replacement usb cable was sent to the customer. The review of the manufacturing records confirmed that the tablet passed all functional tests prior to the distribution. The return of the suspect usb cable is expected but it has not been received to date.